Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this rate/sense right ventricular (rv) lead exhibited noise and oversensing, which result in inhibition of pacing. It was reported that the patient had an intrinsic rhythm of 20 beats per minute, which indicates that this patient experienced asystole. The patient underwent a revision procedure and this product was surgically capped. No additional adverse patient effects were reported.